Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that pegasus gn 18ga x 1.16in prn was cracked and leaked blood. The following information was provided by the initial reporter: the user found blood was leaked from the septum during the process of using the product to puncture a patient.. The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/12/2021. H.6. Investigation: a device history review was conducted for lot number 9168773. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility was subjected to functional testing by our team of quality engineers. They were able to observe a leak originating from the catheter tubing, and in response to the observed damage they conducted a review of the manufacturing process. All attempts to recreate the crack resulted telltale characteristics that varied based on process used to manufacture them, and were inconsistent with the returned device. Unfortunately at the conclusion of their review our engineers were unable to identify any opportunities to produce the observed non-conformance . H3 other text : see h.10.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn was cracked and leaked blood. The following information was provided by the initial reporter: the user found blood was leaked from the septum during the process of using the product to puncture a patient..

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn was cracked and leaked blood. The following information was provided by the initial reporter: the user found blood was leaked from the septum during the process of using the product to puncture a patient. (B)(6) 2021 received an update from the sales representative, and the description of the incident was updated as follows: the defective high-definition photo can be provided, where the finger point to is cracked in picture 5.